Event description:
There were no allegations of patient/user harm or incorrect results. Report being filed out of an abundance of caution. The customer reported that their cardiochek plus analyzer "smells like burning/smoking as though there is an electrical failure". The customer did not report that their analyzer got hot/warm to touch.

Manufacturer narrative:
Currently it is unknown whether the device may have malfunctioned, as the device has not been evaluated (follow-up report will be sent promptly following investigation). It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.